Manufacturer narrative:
H6: the device was evaluated by ventec where the reported issue of it being inoperative was confirmed. Ventec observed that the device was stuck in a constant reboot-loop upon power on. Ventec replaced the control board to resolve the reported issue. Proper operation was then observed through functional and performance testing. The investigation determined that the cause of the reported issue was the control board, however, further component level cause could not be conclusively determined.

Manufacturer narrative:
H6: ventec will perform an evaluation of the device. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.

Event description:
It was reported to ventec that the ventilator alarmed and then unexpectedly powered off by itself during use. The patient was at school when the reported issue occurred and personnel were unable to power the ventilator back on. Personnel provided the patient with manual ventilation via an ambu bag, and per school protocol the patient was transported to a local hospital. The child¿s parents met their daughter at the hospital where she was placed on her other vocsn for support. The reporter advised that there was no patient harm as a result of the reported issue, and that the patient was only transported to the hospital because it was the schools protocol when an issue such as this occurs. However, medical intervention was necessary in order to prevent permanent impairment/damage to the patient. The patient, a 5 year-old female, survived the reported event.